Event description:
The initial reporter indicated "that ever since getting vns, she was on the lowest setting because it caused mania". The initial reporter spent the night in the emergency room and per the emergency doctor, she reported he stated "that it was over stimulating her heart and brain. So, they turned it off." Good faith attempts have been made to the patient's vns treating physician and thus far, no additional information has been attained.